Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the cgm receiver and mobile device indicated a low cgm. The patient experience dizziness at this time. He was unable to obtain a (bg) reading at home due to significant hand tremors. He also didn't take any medication/treatment at that time. The patient presented to the emergency department (ed) where the glucose level was 500 mg/dl. The cgm screens were still showing low value. The patient was subsequently administered two bags of IV fluids and placed under observation for 12 hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.